Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04122. Reference MFR report: 1627487-2012-04123. It was reported the patient had fallen on her ipg. Since that time, the patient was unable to communicate with her ipg using her external devices. It was reported the patient would be scheduled for surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Correction action 1627487-12192011-003-r.